Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter was difficult to deflate. The balloon was deflated by a urologist by passing a wire through the catheter and popping the balloon. The patient experienced self-limited bleeding and pain. There was no medical intervention. Per additional information received on 25-sep-18 from complainant: after several attempts of aspirating the fluid from the balloon, there still remained 2 to 3 ccs of fluid inside the balloon. After the urologist popped the balloon, fluid still remained inside the balloon. The catheter was removed with the balloon partially inflated. The patient experienced hematuria and pain. Normally, patients are discharged around 9:00 am after their procedure. This patient was discharged at approximately 6:00 pm when the hematuria had diminished.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Per evaluation, the sample was classified as poor sample condition and several tests could not been carried out. The exact time of how and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿2.precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4) do not wipe catheter surface with organic solvents such as alcohol. (5) do not aspirate urine through drainage funnel wall."

Event description:
It was reported that the balloon of the catheter was difficult to deflate. The balloon was deflated by a urologist by passing a wire through the catheter and popping the balloon. The patient experienced self-limited bleeding and pain. There was no medical intervention. Per additional information received on (B)(6)2018 from complainant: after several attempts of aspirating the fluid from the balloon, there still remained 2 to 3 ccs of fluid inside the balloon. After the urologist popped the balloon, fluid still remained inside the balloon. The catheter was removed with the balloon partially inflated (see attached photo). The patient experienced hematuria and pain. Normally, patients are discharged around 9:00 am after their procedure. This patient was discharged at approximately 6:00 pm when the hematuria had diminished.